Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 559445 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received five inappropriate shocks for supra ventricular tachycardia (svt) episodes. The implantable cardioverter defibrillator (ICD) re&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.